Manufacturer narrative:
Reference MFR. Complaint # mt1997-7-14-97 (2). No samples were returned; therefore, co tested co's retained samples from this lot. Visual inspection found no defect that could cause fiber rupture. Knot pull strength testing closely matched the original test results and were within usp specifications. A review of the device history was unremarkable with regard to the complaint. Co searched co's records and found no previous complaints against this lot. Co is unable to determine a cause for the reported problem.

Event description:
Customer reports suture from this lot seemed to absorb prematurely. Pt had ocular surgery, (upper lid blepharoplasty) with resulting wound dehiscence and cellulitis at four days post-operatively. The pt was treated with antibiotic therapy.